Event description:
--

Manufacturer narrative:
The device was explanted and replaced. During the procedure, the chronic leads were tested and confirmed to be functioning properly. The leads remain in service with the new device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with worsening heart failure symptoms. The device was not able to be interrogated with two different programmers. No pacing spikes were observed on the ECG. It was reported that the patient had not had a device check for approximately one year. The patient had an underlying rhythm. The physician believed the device depleted prematurely, and this malfunction of the device caused the patient's worsening heart failure symptoms. No adverse patient effects were reported. A replacement procedure was planned for within the next three weeks or in the following month.

Manufacturer narrative:
Available information indicates the device remains implanted but is not able to provide therapy. This report will be updated when additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly caused a high current drain, which over time resulted in the rapid depletion of the battery that was observed clinically.